Manufacturer narrative:
Following a review of the device history record for lot 89020-mci-400-08h, it was determined that all processes and test criteria are within the medpor implant finished product specification.

Event description:
The doctor stated that the patient received a medpor frontal cranial implant in 2008. The doctor stated that the implant was well constructed and the results were good after the surgery. The doctor reported in 2009 that there was a breakdown of tissue in the area of the implant and he needed to replace the implant. The doctor requested a modified design of the frontal cranial implant and while awaiting the new implant, the patient developed an infection in the area and the doctor removed the implant.